Manufacturer narrative:
(B)(4). Concomitant medical products: 00596401551 - femoral component option size e ¿ 62985821, 00596204010 - articular surface ¿ 6353502, 00597206629 - all poly patella standard size 29 ¿ 63550444 unknown palacos. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent knee revision approximately 16 months post implantation due to pain. It was noted that the tibial component was downsized as it appeared to be overlapping the proximal fibula. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient is obese having an abnormal patella with bipartite patella with the proximal fragment not stable, no intra-op complications noted. Radiograph review and MRI results state that the tibial base plate overlaps fibula that appears to overlap the entire proximal tibiofibular joint, no signs of loosening. Per the nexgen package inserts, pain is a known potential adverse effect of this procedure. However, a definitive root cause cannot be determined. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.